Manufacturer narrative:
Evaluation summary: this event was likely related to the packaging. Corrective action has been taken to re-design the packaging to prevent future occurences.

Event description:
The inner and outer blisters adhered together as the package was opened. Another device was readily available and implanted without incident. There was no adverse consequence for the patient or delay in surgery or anesthesia time.